Event description:
Healthcare professional reported a patient was injected with 2mls of skinvive by juvéderm® in the cheeks. About 2 days later, patient noted edema, hyperemia, vesicles, and hematoma-type pain in the left cheek near the edge of the upper left lip. Patient was seen for a consultation and a slowed capillary refill was observed, which along with the vesicles suggested delayed occlusion. An ultrasound was performed and a deposit of hyaluronic acid was near the facial artery in the upper labial branch, confirming occlusion. A pick test with hyaluronidase was performed, with it being negative. Treatments for the event include 400iu of hyaluronidase every 12 hours for 3 days, 600mg ibuprofen every 8 hours for 7 days, ciprofloxacin 500mg every 12 hours for 7 days, nitroglycerin ointment every 8 hours for 7 days and silksen regenerating ointment event every 8 hours. The silksen treatment is still ongoing. Most of the symptoms have resolved with hyperpigmentation and mild edema still present.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2mls of skinvive by juvéderm® in the cheeks. About 2 days later, patient noted edema, hyperemia, vesicles, and hematoma-type pain in the left cheek near the edge of the upper left lip. Patient was seen for a consultation and a slowed capillary refill was observed, which along with the vesicles suggested delayed occlusion. An ultrasound was performed and a deposit of hyaluronic acid was near the facial artery in the upper labial branch, confirming occlusion. A pick test with hyaluronidase was performed, with it being negative. Treatments for the event include 400iu of hyaluronidase every 12 hours for 3 days, 600mg ibuprofen every 8 hours for 7 days, ciprofloxacin 500mg every 12 hours for 7 days, nitroglycerin ointment every 8 hours for 7 days and silksen regenerating ointment event every 8 hours. The silksen treatment is still ongoing. Most of the symptoms have resolved with hyperpigmentation and mild edema still present.

Manufacturer narrative:
Additional, corrected, and/or changed data: d6a, d4.